Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a postoperative issue after undergoing a surgical procedure in which floseal was used. On an unreported date, the patient underwent a right occipital mini-craniotomy for endoscopic ich (intracranial hemorrhage) removal. During the procedure, floseal was used (10 milliliters) and the extra material was irrigated after hemostasis was achieved. On postoperative day 9, the patient presented with a cyst in the previous ich cavity. On unreported dates, the patient presented with a fever and the cyst was drained of serosanguinous fluid. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
A2: age units (patient): year(s). C1 manufacturer/compounder - baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states. Literature article: meng-yin ho, shih-hung yang, chien-min chen, abel po-hao huang. ¿hemostatic thrombin-gelatin matrix-related intracranial cyst formation¿. World neurosurg (2019) jun: 126:475-480. Doi: 10.1016/j.wneu.2019.03.030. Epub 2019 mar 11. Should additional relevant information become available, a supplemental report will be submitted.